Event description:
It was reported that the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Continued: 4194-88 - implantable pacing lead - (B)(6) 2012. Event summary: (B)(4) -the full lead was returned to the manufacturer in segments and analyzed. No anomalies were found. The outer tubing overlay was cut and had blood ingression. The distal electrode was covered in blood. There was apparent explant damage.